Event description:
On (B)(6) 2015, diagnostica stago, inc. Received a call from the customer (B)(6) indicating the release of an erroneous result for pt on (B)(6) 2015. The result was generated on an sta compact system, serial number (B)(4). This was reported to be an under estimated test result; other testing showed that the patient had a high pt value. The patient is under vka therapy (coumadin); s/he did receive treatment based on the erroneous result but did not suffer any injury as a result (according to the customer representative). A service engineer arrived at the facility the same day that the call was received ((B)(6) 2015), but could not reproduce the issue nor did the service engineer need to replace any parts. Reference MFR # 8043723-2015-00001.